Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a tonsil and adenoid procedure, the top two pieces of the evac 70 wand broke off and fell into the patient's throat. The procedure was completed with a smith and nephew back up device and it is unknown if the pieces were removed. There was a delay less than 30 minutes and no further complications were reported. The patient's health status is good.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been heavily used. Two electrodes have eroded into two sections each. Bio debris is present. The black shrink wrap is deformed at the distal edge. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma and coagulation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include using the wand above default output settings and pressing the tip against hard or bony surfaces, thus causing the electrodes to become eroded extensively. No containment or corrective actions are recommended at this time.